Manufacturer narrative:
Product analysis summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead integrity alert (lia) due to non-sustained tachycardia and sensing integrity counter (sic). Isometric exercises and pocket manipulation were performed, which resulted in no noise or oversensing. The lead remains in use. No patient complications have been reported as a result of this event.